Event description:
It was reported on (B)(6) 2021, a 6mm amplatzer septal occluder was selected for implant. The physician crossed the anterior defect and attempted to deliver the amplatzer septal occluder however, it didn't occlude the 3 defects and was deemed too small. The device was exchanged for a 35mm amplatzer cribriform occluder and the device covered all defects and the device was released. After removing the delivery sheath, compression on the right femoral vein were applied. No major bleeding was noted and the patient was reported to be stable. Later, the patient presented with st elevation myocardial infraction and a code blue was called. Chest decompressions were attempted and the patient underwent cardiac defibrillation. A transthoracic echocardiography and rapid angiography was performed and showed no cardiac tamponade, aortic preformation or right coronary infracts. It is thought that that the patient possibly had right ventricle (rv) failure and a an impella rp heart pump was implanted. Once the patient was stable, she was transferred to stanford medical center where she may become a candidate for heart transplant. It is unknown what caused the myocardia infraction, however it is thought that the patient possibly had some type of of undiagnosed rv failure. The medical team is very confused as why this happened since the patient was physically active with no presentation or diagnosis of pulmonary hypertension or atrial/ventricular fibrillation.

Manufacturer narrative:
An event of "st elevation", myocardial infarction, and possible "right ventricle (rv) failure" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 6mm amplatzer septal occluder was selected for implant. The physician crossed the anterior defect and attempted to deliver the amplatzer septal occluder however, it didn't occlude the 3 defects and was deemed too small. The device was exchanged for a 35mm amplatzer septal occluder and the device covered all defects and the device was released. After removing the delivery sheath, compression on the right femoral vein were applied. No major bleeding was noted and the patient was reported to be stable. Later, the patient presented with st elevation myocardial infraction and a code blue was called. Chest decompressions were attempted and the patient underwent cardiac defibrillation. A transthoracic echocardiography and rapid angiography was performed and showed no cardiac tamponade, aortic preformation or right coronary infracts. It is thought that the patient possibly had right ventricle (rv) failure and a an impella rp heart pump was implanted. Once the patient was stable, she was transferred to stanford medical center where she may become a candidate for heart transplant. It is unknown what caused the myocardia infraction, however it is thought that the patient possibly had some type of undiagnosed rv failure. The medical team is very confused as why this happened since the patient was physically active with no presentation or diagnosis of pulmonary hypertension or atrial/ventricular fibrillation.